Event description:
The customer reported the kvp and ma go to max when trying to fluoro and no image was on the left monitor.

Manufacturer narrative:
The ge svc rep adjusted the hvsr pcb including ma null, and igbt deat time. He replaced the igbt snubber pcb. He completed all test and checks. System operates as intended.